Manufacturer narrative:
November 2016 bimonthly asr report exemption e2013025 the total number of events for product classification code oto is 14. Qty 9- alyte y-mesh graft, sterile qty 5- alyte y-mesh graft, sterile (5-pack) h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
November 2016 bimonthly asr report.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame september 1, 2016 through october 31, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not returned.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame september 1, 2016 through october 31, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not returned.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame september 1, 2016 through october 31, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not returned.